Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a blood leak alarm occurred with two consecutive cartridges during a routine hemodialysis treatment. The effluent tested positive for blood although the drain line appeared to have clear fluid in both events. Per facility policy, the operator did not perform rinseback in either case, resulting in a combined estimated blood loss of 420cc. No medical intervention was required.

Manufacturer narrative:
The cartridges were inadvertently discarded, and therefore not available for evaluation. The reported blood loss was attributed to the operator not performing rinseback. The user's guide instructs the operator to perform rinseback of the patient's blood following a blood leak alarm if testing shows the presence of blood. Although the effluent tested positive, visual observation did not indicate that an actual blood leak occurred. There have been no similar events reported for this lot of cartridges. As noted in the user's guide, blood leak alarms may also be caused by air in the effluent and not an actual blood leak. The event was reviewed with facility staff. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.